Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate. At the end of the gynecological surgery, a urinary catheter was placed in the bladder. The following morning, the registered nurse was unable to deflate the catheter's balloon for removal. The surgeon was called in, stated that the nurse had filled the balloon with air. The surgeon was able to deflate and remove catheter with manipulation of the catheter and without injury to the patient.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The sample was visually evaluated and no pinch or blockage was observed. The sample was inflated and deflated without difficulty. No conditions were found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that the balloon was difficult to deflate. At the end of the gynecological surgery, a urinary catheter was placed in the bladder. The following morning, the registered nurse was unable to deflate the catheter's balloonfor removal. The surgeon was called in, stated that the nurse had filled the balloon with air. The surgeon was able to deflate and remove catheter with manipulation of the catheter and without injury to the patient.